Event description:
It was reported that the patient felt weak/off and felt left side pounding. It was reported that the right atrial (ra) lead exhibited a low impedance warning and a polarity switch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).